Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had visited the ER (emergency room) with hyperglycemia. The patient's (bg) blood glucose levels reached 500 mg/dl. Patient reported she was trying to update her pdm (personal diabetes manger) software, and it was stuck on step 14 out of 29. Patient attempted several times to reboot pdm without success. Patient was unable to place a new pod due to this issue, therefore bg levels elevated prompting her to visit the ER. No additional information is available. Three due diligence attempts were made to gather additional information without success.